Event description:
An issue with refilling a pump reservoir was reported. The issue was in regards to having difficulty filling or aspirating the reservoir. It was noted that they were able to aspirate the reservoir, but unable to fill it. The following was discussed: checking the kit tubing patency, checking needle orientation, and checking the needle for patency. Refilling the reservoir using fluoroscopy was attempted to make sure they were in the reservoir. The patient was scheduled for a replacement device on (B)(6) 2010. It was noted that the estimated replacement indicator (alarm in pump) was in 12 months, and therefore, the physician may want to replace it early. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).